Event description:
On 8/31/2021 it was reported by an arthrex employee via email that an ar-3638, knotless fibertak got stuck in the guide when surgeon tried to insert implant. This was discovered during a procedure; a new product was used and case was successfully completed. No patient affected.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3638 was received for investigation. Visual inspection identified no damage to the inserter, with fraying present at the end of one suture construct. The diameter of the inserter was assessed using digital micrometer ID: 224, and it was identified that the device met design specifications. The implant was not returned for analysis. No problem found.